Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not charging his battery packs. The pt received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. Upon receipt, the charger would not charge a battery. The cause of the inability to charge is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.